Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's durata lead dislocated and migrated. The physician tried to retrieve the helix to relocate the lead but it was not successful. As a result, the reported lead was abandoned inside the patient and a new lead was implanted. The patient was stable the whole time.